Manufacturer narrative:
Analysis was performed by philips application specialist which included efforts to reproduce the reported issue and evaluate system performance. During the on-site analysis, the device was observed to be operating correctly and no malfunction or abnormal behavior related to pressure readings could be reproduced. Based on the results of the investigation, the product was confirmed to be operating within specifications. As the reported issue could not be reproduced during testing, the root cause of the complaint could not be determined. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that users are getting inaccurate pressure readings. The customer replaced the pressure transducers and is currently using edwards lifesciences transducers. The issue of inaccurate pressure readings persists. The device was in use on a patient at the time of event, no adverse event was reported.